Event description:
The consumer reported that there was a loss of therapy and the patient was "hurting real bad" about a month prior to (B)(6) 2016. It was also reported that "it was not working right." There were no reported falls or trauma associated with the issue. It was noted that the patient had checked the device using the patient programmer, and the patient programmer showed stimulation was off. The patient stated she unable to adjust stimulation in (B)(6) 2016, however the patient had also stated she was able to adjust stimulation during the time of report. The patient was advised to increase or decrease stimulation as medically appropriate; this resolved the reported issue. The patient was to adjust stimulation as needed and keep track of results. If the patient was still not getting coverage, the patient was advised to schedule an appointment with the healthcare professional's office or manufacturer representative for reprogramming and discussing options. The patient's indications for use included non-malignant pain and degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.